Event description:
The customer reported a high blood glucose level, but the specific value was not known as it displayed "high." The customer did not require third-party assistance due to the blood glucose level. A correction bolus was administered via the pump, and control iq feature was activated. Upon reviewing the system, no issues were observed with the cannula, needle, or tubing, and the insulin was stored and used correctly. Technical support instructed the customer to replace supplies as necessary and continue insulin delivery, with a follow-up for additional assistance.